Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and it was noted that the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.